Manufacturer narrative:
On 05/23/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, right deflation of a breast saline implant was reported. During evaluation of the sample four tears were observed on the anterior aspect of the implant during leak testing under mentor procedures. All measuring less than 0.1 cm. Microscopic examination was performed on the edges of the tear and parallel striations were confirmed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant: deflation of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation procedure with a mentor smooth round moderate plus profile 275cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate plus profile 275cc saline breast prosthesis on (B)(6) 2019.